Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the hospital with complaint of atypical chest pains. It was also reported that the patient had an ablation and is in atrial fibrillation. It was further reported that the patient had been in previously and had coronary arteries checked and there is no indication of blockage and that the patient has complained of thumping and chest pressure in the past. Therefore the left ventricular (lv) pacing was discontinued and the patient is only being paced in the right ventricle (rv.) No patient complications have been reported as a result of this event. It was reported that the patient presented to the hospital with complaint of atypical chest pains. It was also reported that the patient had an ablation and is in atrial fibrillation. It was further reported that the patient had been in previously and had coronary arteries checked and there is no indication of blockage and that the patient has complained of thumping and chest pressure in the past. Therefore the left ventricular (lv) pacing was discontinued and the patient is only being paced in the right ventricle (rv). No patient complications have been reported as a result of this event.